Event description:
Pt took her second injection of synvisc one in both knees, immediately after the injection she felt a fullness in her knee, she had significant pain and swelling progressing to the point that she could not walk. Twenty-four hours after the injection she had to have her knee drained.